Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 4 years and 9 months post implant of this 31 mm bioprosthetic valve, the valve was explanted and replaced with 29 mm valve of the same model. The reason for the explant was not reported. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, visual inspection noted that there was damage on the sewing ring, which likely occurred during the explant procedure. The valve appeared slightly distorted. The right (rc) and left (lc) cusps were in the closed position with a gap between the coaptive ridges. There was pannus formation on the nc sewing ring and the outflow rail had adhered to the non-coronary cusp (nc) which resulted in restricted leaflet movement. All leaflets were slightly stiff but flexible except where there was host tissue on the inflow and outflow. The non-coronary cusp (nc) was immobile as result of the host tissue, pannus, and overgrowth on the outflow. The left right commissure was intact, with thin layer of pannus on the superior coaptive area. The right non-coronary and left non-coronary commissures and stent posts were encapsulated with pannus; therefore, the condition of the commissures could not be assessed. There were remnants of glistening off-white pannus that lined the inflow sewing ring and the base stitching encroached the inferior coaptive areas of all cusps. There was thick glistening off-white pannus on the outflow sewing ring extending to the outflow rails. Pannus overgrowth lined the non-coronary outflow rail and margin of attachment adhering to the non-coronary (nc) cusp. An unknown amount of pannus had been removed from the inflow and outflow during the explant procedure. Radiology revealed focal calcification on the right non-coronary commissure. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Reduced performance of the valve is attributed to host tissue overgrowth with calcification. This finding is generally considered a patient-related condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic received additional information that the valve was replaced due to severe mitral insufficiency. The surgeon reported that upon explanting the valve, one of the leaflets appeared to be "pinned back". He suspected it may be a result of how the valve was originally implanted. No additional adverse patient effects were reported.  If information is provided in the future, a supplemental report will be issued.